Manufacturer narrative:
The reported event of an error message could not be confirmed. The device was received in normal working conditions with battery voltage above the elective replacement indicator (eri). Analysis performed indicated normal device functionality, and no error message was shown. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for the implant of an implantable cardiac monitor (icm). It was noted during implant that an error message was observed indicating an "atypical condition " had occurred. The reason for the error message was not clear and since another programmer and sterile magnet was not available, the icm was exchanged for a new icm which was programmed and implanted successfully without incidence. There were no patient consequences.